Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1121609. Medical device expiration date: 30-apr-2026. Device manufacture date: 01-may-2021. Medical device lot #: 1136652. Medical device expiration date: 30-apr-2026. Device manufacture date: 16-may-2021. Medical device lot #: 1156573. Medical device expiration date: 31-may-2026. Device manufacture date: 05-jun-2021. There are no samples and 27 photograph along with the reported complaint. The investigating team has used the retention samples of material number 302438 and lot number 1121609,1136652, 1156573 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for multiple defects and no defects were found in the ten retention samples. Damaged syringe- tip of syringe is damaged if pressure to block the tip is high at challenge test station. Refresher training to be provided to operators to ensure that smooth movement of cylinder at challenge test station. Target date- 30/dec/2022. Actions above will be monitored for effectiveness check for the period of 6 months and reviewed by the oqc team in the weekly oqc meeting. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 666 bd discardit¿ syringes experienced device damage while still considered operable. The following information was provided by the initial reporter: needles rejected.